Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (graft migration), (disease progression; short, angulated, reverse funnel-shaped aortic neck).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an 8.5 cm abdominal aortic aneurysm approximately 22 months ago. The aortic neck at the time of implant was reverse funnel-shaped, short, and highly angulated. The patient had a recent myocardial infarction and was not an open-surgical repair candidate at the time of implant. It was reported that noted that the talent device had migrated proximally due to disease progression. The physician elected to intervene by explanting the stent graft and converting the patient. The explanted graft was discarded by the user facility. No additional clinical sequelae were reported, and the patient is fine.